Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display and battery out limit from the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer stated that he has been on the pump for about 4 weeks and the changed out the battery two days ago. The customer stated that when he took the pump out of his pocket, there was a blank screen. The customer stated that the pump alarmed battery out limit after a battery change. The customer was disconnected and unable to troubleshoot.